Event description:
Knee arthritis [arthritis]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(4) 2009 from a rheumatologist regarding a pt with osteoarthritis, and one synvisc series per yr for several yrs, initials unk. The pt received the first dose of the third synvisc series sometime after (B)(6) 2009. On an unspecified date, the pt experienced knee effusion, knee arthritis that was unk in intensity and non-serious according to the reporter. A knee puncture was performed and 40 millimeter of inflammatory synovial fluid was collected. As of the date of receipt of this report, the pt outcome was unk. No further info was provided. Please refer to (B)(6) for events reported by the same reporter. Investigation summary received on 30-apr-2009: the product lot number was not provided; therefore; a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info received from the rheumatologist on 13-jul-2009. The pt is an elderly woman, initials (B)(6) with gonarthritis, who received her first series of synvisc in 2001 without an incident. In 2002, the pt was treated with arthrum, and in 2004, (B)(6) 2005, (B)(6) 2006 and (B)(6) 2007 she received series of synvisc injections. In 2009, she again received a series of synvisc, the first being injected on (B)(6) 2009. After this injection, the pt experienced hydrarthrosis. Knee puncture performed on (B)(6) 2009 revealed sterile synovial fluid. The outcome of this event was favorable (end date not specified). A second injection of synvisc was received on (B)(6)2009 and the third on (B)(6) 2009. On (B)(6) 2009, 24 hrs following the third injection, the pt experienced arthritis with effusion, which was assessed as serious by the rheumatologist. On (B)(6) 2009, 2 ml of aspirate were withdrawn and feldene (piroxicam) was prescribed. On (B)(6) 2009, the arthritis with effusion was still ongoing and the pt complained of knee pain. The pt received treatment with altim (cortivazol). As of the date of receipt of this report, the outcome of the events is ongoing. The severity of the events and the causality were not provided by the physician.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship to synvisc is not affected by this report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.